Event description:
It was reported that during a vascular stenting procedure in the sfa, the vascular stent could only be partially deployed. Therefore, the delivery system was removed over the guide wire and a new vascular stent was deployed successfully. Ther is no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been reported for this lot number. Based on the eval of the returned sample, it can be confirmed that the deployment mechanism had been activated and a force transmitting component broke when the stent was partially deployed. The condition of the device indicates that a high release force was present. During the eval, the stent could be deployed manually indicating that increased friction between the moving parts was the reason for the excessive release force and subsequent fracture of a force transmitting component. There is no indication for a mfg-related issue. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be use-related as rough handling of the device may lead to deformation and subsequent release for increase. No pre-dilation was performed which is considered a contributing factor to the event reported. Based on the info available, a definite root cause could not be identified.